Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from the nurse, regarding a (B)(6) male patient receiving intrathecal hydromorphone 10mg/ml at 3.494mg/day and bupivacaine 7.5mg/ml at 2.6203mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. It was reported that the event logs showed an active motor stall at 11:05 on (B)(6) 2015, with no stall recovery. It was noted that the alarm had started last night. The patient did not recently have an MRI. The patient symptoms were reported as nausea, hot/flushed, and increased pain. The nurse was going to contact the patient's managing physician to discuss pump replacement. Additional information received from the managing physician reported that the nurse tried to troubleshoot the stall by trying to change settings. The motor stall was not resolved, thus the pump was set to very low rate and the patient was given supplemental oral narcotic. The cause for the motor stall was unknown. The patient outcome and if the pump was replaced remained unknown at the time of this event; if additional information is received this report will be updated.